Event description:
Patient presented with peri prosthetic fracture so doctor had to remove implants listed and proceed to distally fixed stem.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a primary secur-fit plus max #9/15 was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical records evaluation not performed as no items were returned. A device history review indicated all devices accepted into final stock met specification. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
Patient presented with peri prosthetic fracture so doctor had to remove implants listed and proceed to distally fixed stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available at later time it will be reported in a supplemental report. Not returned to the manufacturer.